Event description:
After having essure placed I have had pain on my left side that has put me in the emergency room several times in 4 years. I have had weight gain, bloating, swelling of my hands and feet, ovarian cysts and irregular periods.